Manufacturer narrative:
(B)(4). D10: concomitant medical products: desc: ann ph nail rt 9x160mm; item: 47-2496-160-09; lot: 3223706. G2: report source: spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported from a clinical study that a patient had underwent im nailing of the right proximal humerus. Subsequent x-rays revealed evidence of proximal screw loosening and protrusion. The patient is scheduled for screw removal on an unknown date due to pain from the protruded screw. Due diligence is in progress for this complaint; to date no additional information or product has been received.